Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.; (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -3.0/+6.0/086 (sphere/cylinder/axis) into the patient's eye. The surgeon reports that, at 2 month post-op, the patient does not see well. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.